Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, it was indicated that the patient's dexcom system broke. No medical intervention was reported. Additional event or patient information is not available.